Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis with gram stain positive for light growth of pseudomonas and fever in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and fever. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized. On an unreported date in 2011, the patient received remedial therapy with ceftazidime, cefazolin, and amikacin (doses, frequencies, and routes not reported). At the time of this report, the patient was still hospitalized. The outcome for the event of peritonitis with gram stain positive for light growth of pseudomonas and cloudy effluent was ongoing. It was not reported whether the event of fever resolved or whether dianeal pd2 unknown bag therapy was ongoing. The physician stated that the event of peritonitis with gram stain positive for light growth of pseudomonas was not related to dianeal pd2 unknown bag therapy and did not provide a statement of causality for the event of fever.